Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was under general sedation. No aspiration was performed. The loader of the amulet occluder was immediately connected to the sheath after the removal of the dilator. After connecting the amulet occluder to the delivery system, there were problems with de-airing the system. Bleedback was occurring, but air would not leave the loader. The device was not able to be de-aired. The device was not attempted for implant or advanced for deployment. The amulet occluder was replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The delivery sheath was not replaced. During the deployment of the replacement device, st elevations were noted, and an air embolism was suspected. St elevations resolved within 10 minutes. No treatment was required. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of air/gas in the device and air embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after connecting the amulet occluder to the delivery system, there were problems with de-airing the system. Bleedback was occurring, but air would not leave the loader. The device was not able to be de-aired. The device was removed from the patient and replaced with a new amplatzer amulet left atrial appendage occluder. Based on the information received, the root cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.